Event description:
It was reported the patient had ineffective stimulation on the left side. Both leads had low impedances which was preventing MRI. In turn, surgical intervention took place wherein the leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.